Manufacturer narrative:
Device passed displacement test. Pump error 63 (variable 3) was present in the device trace download and pump error 63 (variable 3) alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63. Pump error 53 was present in the device trace download due to moisture damage on electronic board stack. Tested with a test p-cap and the test p-cap locked in place properly. Device received with cracked select button on keypad overlay, stained keypad overlay buttons, missing display window cover, pillowing keypad overlay, scratched/peeling keypad overlay texture, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked case at belt clip rail corner, cracked battery tube threads and scratched case. Moisture damage on motor assembly and force sensor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly. Customer also reported multiple pump error alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.